Event description:
The pt had a fractured abutment post back in (B)(6) 2014 after more than 10 years of function. The implant was fully integrated, but the doctor was unable to remove the abutment post without damaging the implant well. The devices were trephined out.

Manufacturer narrative:
There was no apparent defect with the abutment or the remains of the abutment post. The abutment was not in a condition which facilitated evaluation.